Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was also reported that patient was initially implanted with interstim but that battery depleted quickly as patient¿s body acclimated to stimulation and they kept increasing the amplitude, so they implanted another interstim for better longevity. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that based upon the battery longevity and implant date, they did not consider this normal depletion. There were no further complications reported as a result of this event.